Event description:
It was reported that during an interventional procedure in a 95% stenosed, concentric, de novo lesion in the distal right coronary artery in a lesion described as mildly tortuous and moderately calcified, pre-dilatation was performed and a xience v stent was implanted. The 2.5 x 15 mm nc trek was prepared per instructions for use and advanced to the lesion without resistance to perform post-dilatation. The balloon ruptured on the first inflation of 14 atmospheres. The device was removed from the patient anatomy, without resistance, and a competitor balloon was used to complete the procedure. There was no clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, guide cath: radiguide 6fjr3.5, stent: xience v 2.5 x 18 mm. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.